Manufacturer narrative:
Event summary: the patient data files showed at least ten applications were performed with catheter (B)(4), without any issue on the date of the event. Visual inspection of the mapping catheter (B)(4), showed the loop and the pebax tube were kinked, the tip was damaged, and the electrodes were displaced. The catheter was connected to the diagnostic computer and all channel pairs were displaying noises. In conclusion, the mapping catheter failed the returned product inspection due to displaced electrode, loop/tip kink, and damaged pebax tubing. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.